Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from pain, discomfort, clicking noises, and limitation of motion.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 10/26/16-pfs and medical records received. After review of the medical records for MDR reportability, the patient was implanted with a competitor hip system on (B)(6) 2006. The patient was then revised on (B)(6) 2010 and a pinnacle cup was placed. A competitor head and stem were still implanted. The patient was then revised a second time on (B)(6) 2015 for increased metal ion levels, metallosis, and corrosion/black debris on the competitor stem. It should be noted the depuy liner removed on (B)(6) 2015 was a poly liner. There was no mention of clicking noises as alleged. Part/lot are being updated. Follow up for the unk femoral head will be sent indicating it wasn't a depuy product. Doi and dor are being updated.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
The patient name and patient state of residence were updated and added patient ages, surgeon and lawyer.